Event description:
It was reported to nova biomedical that a consumer received a result of 315 mg/dl on their blood glucose meter. The consumer administered 55 units of insulin based on that result. Five hours later, the consumer woke up feeling ill and then three hours later went to the hospital for additional testing. While in the emergency room, his blood glucose reading on the hospital's unknown brand meter was 102 mg/dl. No medical intervention was required. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The meter and unknown test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.